Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of reduced angulation was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, that during preparation for use, the angle was down on the gastrointestinal videoscope. The procedure was completed with the same device. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the bending tube was disconnected (bending rubber was torn and metal was sticking out). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the detachment of the curved tube (curved rubber torn and the metal protruding) issue could not be determined, however, it is likely that the issue was the result of external force, such as excessive stress or impact in the direction of rotation of the tip/insertion part. Olympus will continue to monitor field performance for this device.